Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to treat severe right knee valgus degenerative joint disease. The patella was resurfaced, and unknown cement was utilized. The surgeon notes there were periarticular osteophytes and subchondral sclerosis. Joint flexion was 130 degrees after implantation. The procedure was completed without complications. Patient receive a right knee revision to treat pain and flexion reduction to 95 degrees. Upon entering the joint, performed a complete synovectomy. The tibial tray and femoral component were loosened and debonded at the cement to implant interface. There was a fibrous layer between the bone and cement in the tibia, which was removed. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.